Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access blood set leaked during a blood transfusion. The spike was believed to have been pushed into the bag accidentally. The leak was observed during patient infusion when the bag was running via a baxter pump. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.